Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a proximal femoral nail antirotation surgical procedure the compact air drive device did not work at all. There was a ten-minute surgical delay reported, a spare device was available for use. The operation was finished without any problem. There were no reports of any patient harm nor any residue in patient. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing records could not be reviewed without a lot number. Pd event evaluation: device was sold in 1999. Since the purchase of the tool no service was conducted. Device shows heavy wear marks on the surface. The described failure of the device could not be replicated. Probable cause of the complaint was mishandling of the tool. Device was sold on 1999. No service was done since the product was sold a service of the cad is strongly recommended. The air hose should be replaced (sold october 2011). Furthermore the coupling element to the air supply should be exchanged (the coupling element is not a synthes device). Synthes recommends the device and accessories such as attachments to be regularly (once a year) serviced by the original manufacturer or an authorized site. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.